Event description:
Customer reported an altitude alarm from the pump. Blood glucose level at the time was between 54-500 mg/dl, indicating no immediate adverse impact. Customer was advised on preventing future altitude alarms and resolved the issue by replacing the cartridge, after which the pump resumed normal operation.